Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported by the patient that three of the infusion set's tubing's were pull apart where the tubing meets the colored clip into the patient's sub-cutaneous site. This had happened twice while the patient was sleeping and once in the day. Moreover, all three times it took the patient a few hours before noticing and it felt like this was really dangerous. No further information available.